Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during index procedure. It is reported that the patient suffered an acute stemi approximately 4.5 months post index procedure. Investigator has indicated that the event was related to the study device. It is reported that there was revascularization carried out two days later and there was two other brand stents implanted in the mid lad. It is reported that the patient recovered with treatment.